Event description:
It was reported that while the stimulation was turned on, the patient experiences an overstimulation sensation; the patient experienced extreme pain and discomfort when the device was "activated" or programmed. The neurostimulator and lead were explanted in 2008. At the time of the report, the patient was at home in good condition. The follow up physician on record reported the patient did at one point complain of being overstimulated. The health professional was instructed to turn the device down or off. The patient was last seen in 2007, by this office. They have no record of the device being explanted.

Manufacturer narrative:
.